Manufacturer narrative:
Device received with a blank display due to unlock battery connector. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to blank display. Device had cracked end cap. The device p-cap / test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turned on. Customer stated that he placed a brand new battery on the pump try different batteries and nothing seems to work to turned the pump back on and there was blank screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.